Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the battery longevity of this device showed a decrease of approximately 4 years since the previous device check, approximately one year ago. The patient recently developed atrial flutter (af), and therefore the device mode switched in recent months. Boston scientific technical services engineering reviewed device data and determined normal battery depletion. A ts consultant discussed that the elevated power consumption was due to signal processing of atrial arrhythmia. At/af burden has increased since early october, and for nearly 24 hours for most of days. Therapy demand and certain patient health conditions can increase power consumption and corresponding longevity may be reduced. Sensing a high number of events associated with chronic atrial fibrillation requires significant microprocessor usage, causing additional power consumption. If the atrial arrhythmia becomes chronic, and if the clinical benefit of increased longevity outweighs the clinical value of the data collected by the atrial lead, power consumption can be improved by programming the device to a non-atrial sensing mode such as vvi(r) and disabling ra sensing. This device remains implanted and in service. No adverse patient effects were reported.